Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump developed two cracks on the display screen that were palpable as indentations, raising concern for moisture ingress; the device was replaced on a like-for-like basis initially declined by the customer due to relearning requirements, then facilitated with a color-screen unit based on a stated medical need. Symptoms included no adverse clinical effects. Outcomes included the need for device replacement and user retraining on the replacement device. Investigation included customer interview and review of a photo provided by the customer. Investigation of this device revealed physical damage to the display component consistent with a cracked screen and risk of liquid ingress, with no reported device alarms or operational failures. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the display screen, user-related or handling-related.